Event description:
The customer contact reported, the device did not deliver a dose when the bolus cord button was pressed. The pump came down from an unspecified location with a report of the "bolus connection does not work." No specific patient, event, or pump programming was available. During testing at the user facility, the device did not deliver a dose when the bolus cord button was pressed. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to a missing bolus pin in the bolus connection socket on the bottom end cap of the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).